Event description:
The pt, a 64 year old female, was admitted on 4/22/98 due to a clotted access graft. On 4/24, the tech set up the dialyzer in the pt's room and plugged the equipment into a regular plug. Due to a long history of allergic reaction to the dialyzer, the pt rec'd intravenous benadryl and solu-medrol prophylactically before the treatment was started and the dialyzer was rinsed with 2000 cc of saline. During the course of treatment, the circuit to the pt room tripped causing a power outage. Engineering was called and the power was restored in approx 5 min. During the outage, the dialysis tech hand cranked the dialyzer and the machine went into the bypass mode. When the dialysis resumed the pt immediately complained of respiratory distress and feeling hot and restless. The tech returned the blood to the pt and discontinued dialysis. The pt's blood pressure fell and she went into full cardiopulmonary arrest. A "cor-o" was initiated at 11:15 am. After over 30 min of attempting to resuscitate the pt, the "cor was called at 11:50 am. The pt was pronounced dead.